Event description:
Baxter clearlink system non-dehp extension set 16"/5.1ml intravenous line filter emptied into the patient instead of remaining filled causing small bolus of medications to be given. The clearlink non-dehp extension set was changed but again the chamber emptied. A new type of intravenous line filter was attached, which functioned properly.